Event description:
Attempted to balloon blockage in atherosclerosis of lower extremity, balloon broke, left retained product in the anterior tibial artery. Attempted snare techniques, and grandslam wire twist techniques to remove retained balloon portion. Grandslam wire also broke during the twist technique, physician was able to snare the wire for removal. Broken balloon was tacked to the vessel wall via stenting. Reference number: mw5171010.